Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that the patient experienced ineffective stimulation due to invalid impedances. As a result, surgical intervention may be pending to revise the lead.

Event description:
Follow up revealed that the patient underwent surgical intervention to have their lead replaced with a different model. Effective therapy has been restored.